Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was confirmed that the customer installed the shorting plug into the charge-pak assembly which crumpled the battery contacts.  As a result, when the charge-pak was installed into the device, the internal hlc batteries began to deplete.  During the device evaluation, it was also observed that the device would not remain powered on.

Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and verified the reported issue. The customer has been advised to replace their device. It is unknown at this time if the device will be returned to physio-control at this time. The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device was displaying its attention icon. After an evaluation of the device, the internal hlc batteries had been depleted. In this condition, the device may not have enough power available for effective defibrillation energy. There was no report of any patient use associated with the reported issue.